Event description:
The customer states the device had an ECG artifact while monitoring a patient. No harm to patient.

Manufacturer narrative:
Other (ferrite bead shifting out of its normal path and coming in contact with the cable). Evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The investigation revealed that a cable (result code), which has an attached ferrite bead (result code), shifted out of its normal path and came in contact with the ECG cable damaging it. This damage resulted in ECG noise. Replacement of the cable resolved the failure. The device was repaired and returned to the customer.